Manufacturer narrative:
The manufacturer reviewed the patient's pre- and post-op measurement data and the iol calculation printouts from the device. These printouts do not show any abnormality. The measurement data indicates that the iolmaster 500 provided the correct iol power of 3 diopters. However, the user chose and implanted a negative 3 diopters iol, causing the reported refractive outcome. The user manual describes in detail how to perform intraocular lens measurements and calculations and contains warnings about relevant parameters. The user manual also describes the risk of measuring errors in detail.

Event description:
A health care professional (hcp) reported that there had been an incorrect surgical result after using the iolmaster 500 for the biometry measurements and lens power calculations. The hcp reported that a lens exchange has been performed to correct the patient's vision.